Event description:
It was reported that there was particulate matter in the reservoir of a small volume intermate. This was noted before patient use. The device had been filled with ceftriaxone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from october 09, 2014 to october 14, 2014. Evaluation summary: the device was received for evaluation. A visual inspection was performed and revealed white particles, ranging between 0.64 and 2.58 mm in length, floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particles to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.